Event description:
It was reported that a malfunction occurred on the customer's pump, specifically with malfunction code 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any further issues, and to call back if needed.